Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address elevated bg.